Manufacturer narrative:
510(k) designation is not available. 10/12/2015 a medtronic representative, following-up at the site, reported the tip of the tap is still in the patient's ilium. The two surgeons attempted to retrieve the tip for approximately an hour with no success. It is not believed this has effected patient outcome due to being in the ilium. The surgeons proceeded with the procedure using a different tap. Stainless steels rarely present biocompatibility problems in medical or surgical devices. In light of custom 455 stainless steel¿s composition, it can be said with considerable certainty that the health risk posed by its intended use is negligible. (455 stainless steel toxicological risk assessment (B)(4)). No parts have been received by manufacturer for analysis, site declined to return the suspect solera tap. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon was putting in iliac screws for a lumbar illiac fusion and the tip of the solera illiac 6.5 tap broke off in the patient's illium. Delay in therapy was greater than one hour before continuing. No further details were provided. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
(B)(4). Medtronic investigation of the returned suspect device finds that the tap is broken off at the screw threads with only about 1 cm of threads remaining. Engineering evaluation was completed and determined the tap sheared at the 3 cm index mark with 1 cm of threads remaining. The break is clean and perpendicular to the longitudinal axis of the tap. No other fragments of the tap were returned. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Based on the toxicological risk assessment of the material in the device, the potential health risk resulting from exposure to a fragment of the device is considered to be negligible.